Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided.

Event description:
It was reported that implant (os4510) fractured at tooth location 19. Implant was removed and bone loss was also reported. Patient is being rescheduled for new implant placement.

Event description:
No new information to report

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 29 oct 2019. B5: no new information to report. B4: expiration date 01 apr 2012. UDI: (B)(4). G4: 22 oct 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H4: 24 apr 2007. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device was received for evaluation. Visual inspection identified that the implant was fractured. Functional testing couldn't be performed because the device was fractured. The reported condition of a fractured implant was confirmed. The reported condition of bone loss could not be confirmed. A device history record (DHR) review was performed for the reported device lot. It was confirmed that the product left zimmer biomet within specifications. A complaint history review was performed for the reported device lot number for similar events and no other complaint was identified. A definitive root cause for the reported events could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.